Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The device was discarded at the user facility and not returned for evaluation; therefore, a product analysis could not be performed. The root cause cannot be determined. The instructions for use (IFU) identifies vessel perforation and intracerebral hemorrhage as potential complications associated with use of the device.

Event description:
It was reported that during treatment for spasmolysis in the right internal carotid artery (ica), the wire perforated the ica, resulting in interhemispherical bleeding above the corpus callosum. The patient was reported to be on ass and plavix (dual antiplatelet therapy) due to recent implantation of a flow diverter in the ica. No intervention was performed to address the bleeding at the time of the procedure. The patient remains ventilated and cannot breathe alone; it is unclear how long the patient will need assisted ventilation. At this time, it is unknown if the patient has sustained any permanent injury or impairment.